Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. According to the instructions for use (IFU), if only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. Disconnection of both power sources will lead to loss of power to the pump with a subsequent pump stoppage. The IFU explains the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU, users are instructed to return any damaged components to heartware. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the connector for power port 1 of a patient's controller was broken or cracked. The device was exchanged with no reported patient consequence.

Manufacturer narrative:
Additional information indicates that the device had not been dropped and that there were no pump stops associated with this event. This information indicated that the patient's caregiver mentioned that power switching. The site is not able to identify which batteries were associated with this event. They further reported that the exchange of the controller resolved this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
One controller, con186200, was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis revealed that the device failed visual inspection due to a bent power connector socket pin. This affected the ability to adequately establish a connection to a power source. In addition, log file analysis revealed several premature power switching events due to communication errors between the controller and battery. Internal investigations have been open to evaluate communication errors, bent power connector socket pins and damaged connector body. The most likely root cause of the reported event can be attributed to a forced connection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.